Event description:
Reported via voluntary medwatch# mw5023547. It was reported that during a percutaneous coronary intervention procedure a guide wire tip detachment occurred. The patient presented with 3 occlusions in the obtuse margin. During use of a 182cm choice pt guide wire, the device "inadvertently" went through the proximal portion of a non bsc stent. The guide wire would not come out. The physician tried advancing and pulling back the choice pt guide wire. The luer tip of the choice pt guide wire fractured and broke. The tip was left inside the patient. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).